Manufacturer narrative:
(B)(4). The device was returned to the factory for investigation. Signs of clinical use and evidence of blood was observed. Upon observation the bisector toggle would not retract or extend the bisector blade. No other visual defects were observed. A mechanical evaluation of the hemopro bisector blade slider was conducted. The bisector toggle was unable to advance and retract the blade. The handle was opened to inspect the pull rod/ ball assembly. The pull rod ball was dislocated from its original position inside the housing. The toggle was not mechanically disengaged from the pull rod. The pull rod ball was placed back in its original position, and the toggle was manipulated and the bisector blade was able to be extended and retracted. Once the bisector blade was extended, the bisector blade was microscopically looked at, and it was observed that there was blood on the blade. Based on the returned condition of the device and the results of the investigation, both the reported failure mode "failure to cut" and the analyzed failure mode "mechanical issue" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
During a CABG procedure the account attempted to use the vv6 pro device for vein harvest. It was determined that the bi polar blade was not operating correctly. They opened a new kit to complete procedure. Account is requesting replacement. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was not cutting correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
During a CABG procedure the account attempted to use the vv6 pro device for vein harvest. It was determined that the bi polar blade was not operating correctly. They opened a new kit to complete procedure. Account is requesting replacement. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro was not cutting correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.